Manufacturer narrative:
H6: updated investigation conclusions: d15: cause not established. H6: health effect impact code: f1903: device explantation; f1901: an additional surgical procedure was necessary. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??[missing records: records for the CT scan showing ¿hernia and multiple loops of small bowel up in the hernia¿ were not provided.] On (B)(6) 2004: (B)(6). Operative report. Preoperative diagnosis: acute small bowel obstruction secondary to incarcerated obstructed giant umbilical hernia. Operation: relief of small bowel obstruction, reduction and repair of umbilical hernia with mesh. Indications: this patient had cirrhosis of the liver with ascites and abdominal distention. He developed a large umbilical hernia, was admitted to an outside hospital with a small bowel obstruction, nausea and vomiting. The surgeons at that hospital felt uncomfortable attempting to repair this hernia because of the combination of cirrhosis and the size of the hernia. The hernia was seen on CT scan and there were multiple loops of small bowel up in the hernia. The hernial neck appeared to be about 7 to 8 cm in diameter but the contents spread out over a distance of about 25 cm and contained multiple loops of small bowel. The obstruction could be clearly seen to be in the umbilicus. The umbilicus itself was distorted and distended and ulcerated on one side. Therefore, there was no thought of retaining this umbilicus and in fact, when we did the procedure, a large fusiform section of skin was excised with the hernial sac, since the skin was stretched very thin. I was present for the entire procedure. Description: ¿with the patient in the supine position, the abdomen was prepared and draped in the usual fashion. A fusiform incision, extending 20 cm in length and 7 cm in width, was made around the umbilicus. The limits of the incision were extended for a further 7 cm on either side. We came down through the subcutaneous tissue, exposing the hernia. The dissection was continued on all sides until we got down to the fascial level. At that point we began to dissect the hernial ring. This was obviously a very old hernia because there was extensive scarring in the hernial sac at the level of the ring. Eventually we were able to enter the peritoneal cavity. A large amount of ascites was aspirated. The hernial sac was cut off at the level of the peritoneum and then it was incised towards the dome of the hernia sac, gradually freeing the small intestine. The small intestine was also somewhat scarred from having been in the hernial sac for so long. Eventually we were able to free all the small intestine off by sharp and blunt dissection and the sac was removed. It was easy to see the transition point from the distended to the nondistended bowel, and the bowel was all reduced. The distended bowel was still very distended at about 8 to 9 cm in diameter. The underside of the abdominal wall cleaned off and the repair was performed using dual mesh (gore-tex mesh) with one roughened side. The roughened side was placed up towards the abdominal wall and was secured in place with multiple interrupted horizontal mattress sutures that went through the abdominal wall, the mesh, and then back up through the abdominal wall. The piece of mesh that was laid in was 17 x 12 cm, and it overlapped the opening by about 2.5 cm all around. Approximately 25 of the sutures described above were placed. We then also closed the edges of the fascia, thereby covering the mesh, with multiple interrupted horizontal mattress sutures of #1 prolene. Two hemovac drains of 1/8-inch diameter were placed and sewn on the skin level. The subcutaneous tissue was closed with multiple interrupted chromic sutures to close the dead space. The skin was closed with a running 2-0 nylon suture placed in a vertical mattress suture fashion. Dressings were placed on the incision. A compression dressing was placed outside that and the patient returned to the recovery room in good condition.¿ specimens removed: ellipse of skin and hernial sac. Sponge/instrument/needle counts: sponge, instrument and needle counts were correct. (B)(6) 2004 [assigned]: (B)(6) hospital. Charge supply list. 1 mesh 1dlmc04. Product identification [complete] records for the alleged gore device were not provided. (B)(6) 2004:[missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2004 procedure was not provided.] ??/??/??:[missing records: records for the CT scan showing ¿high grade small bowel obstruction¿ were not provided.] (B)(6) 2017:[missing records: records for the abdominal x-ray showing ¿concern for adynamic ileus¿ were not provided.] (B)(6) 2017:[missing records: records for the CT scan showing ¿concern for partial bowel obstruction¿ were not provided.] (B)(6) 2017: (B)(6). Operative report. Preoperative diagnosis: small bowel obstruction; failed conservative management. Postoperative diagnosis: small bowel obstruction; failed conservative management. Procedure: exploratory laparotomy. Extensive lysis of adhesions (for over 1 hour). Removal of previously implanted mesh. Findings: ¿obstruction at level of mesh.¿ specimens removed: none. Condition: stable. Report: ¿procedure risks and benefits (including extended post-operative course in the ICU given medical comorbidities) were discussed with both pt and his wife, consent was obtained with rn present. Pt was taken to the operating room and place in supine position. General anesthesia was induced. Abdomen was prepped and draped in the usual sterile fashion using chlorhexidine prep. With the surgeon present in the room a timeout was done. Using a #10 blade scalpel a vertical midline incision was made. This was deepened all the way down to the level of the fascia. The peritoneal cavity was entered and immediately adhesions were encountered to the anterior abdominal wall at the level of mesh. These were taken down sharply using metzenbaum scissors. It became apparent that this was the point at which the bowel was obstructed. Once the bowel was freed from the mesh, the entire bowel was ran from the lot to the cecum. There were intra-loop bowel adhesions, these were all taken down sharply. With the bowel free, the previously placed mesh was explanted and seprafilm was inserted. Next, we began closure. The fascia was closed using 2-0 vicryl in an interrupted, figure of eight fashion. The subcutaneous tissues were irrigated. The skin was approximated together using staples. Sterile dressings applied. The nursing staff reported the sponge and instrument counts to be correct at the end of the procedure. The pt tolerated the procedure well.¿ disposition: transfer to ICU for care. Get post-op abg [arterial blood gas] and cxr. Called wife (B)(6) with procedure details and plan. (B)(6) 2017:[missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2017 procedure was not provided.] (B)(6) 2017: (B)(6). Discharge summary. Admit date: (B)(6) 2017. Discharge diagnosis: small bowel obstruction. Procedures: (B)(6) 2017 or for exploratory laparotomy, extensive loa, partial [per op report, previously placed mesh explanted] removal of mesh repair. Hospital course: history of chronic obstructive pulmonary disease. Abdominal pain, distension for 3-4 days. Initial CT showed high grade small bowel obstruction with tp within lower abdomen. Repeat abdominal x-ray (B)(6) 2017 showed concern for adynamic ileus. Repeat CT (B)(6) 2017 showed concern for partial bowel obstruction. Conservative management failed. No surgical complications. Place on tpn. Discharge disposition: skilled nursing facility. Condition: stable. Activity: resume normal activity. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open umbilical hernia repair on (B)(6) 2004 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, bowel obstruction, and revision/removal of mesh. Additional event specific information was not provided.